Manufacturer narrative:
This report is part of a retrospective review and remediation. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Sv 3.1e. On apr 06, 2022 the customer returned pump for an alleged high bg. And possible motor or piston issued. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump passed require testing. No unexpected motor and piston anomalies noted. Unable to confirm alleged high bg's.

Event description:
Medtronic received information that damage (physical or cosmetic), drive/motor anomaly occurred. There was an allegation of hyperglycemia, nausea as a result of this event.